Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) has received the illuminator involved with this complaint and completed the device evaluation. Failure analysis (fa) investigation replicated the customer reported complaint. In house fa installed and configured on the test system. Upon power on, the illuminator failed with error 48245. The illuminator was unable to turn on the light. Fans were dusty and had sticky residue on the power receptacle.

Manufacturer narrative:
Based on the claim against the product by the customer noting error 48245, an investigation is in progress to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The system received an error 48245 while turning on the illuminator. The fse tried to power on the illuminator from itself, then from camera head, and then from the surgeon side console (ssc) but it was not working. So, the fse had reset the lamp module and changed the new lamp module from customer, but the issue persisted. The fse replaced the illuminator to resolve the reported issue. The system was tested and verified as ready for use. Isi did not receive a da vinci product involved with this complaint to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue. This complaint is considered a reportable malfunction event due to the following conclusion: it was alleged that the system had error 48245 is showing on system while turning on illuminator during procedure. While there was no harm or injury to the patient, system unavailability after the start of a surgical procedure could likely cause or contribute to an adverse event if it were to recur as it may lead to an injury due to the patient¿s inability to tolerate a procedure change.

Event description:
It was reported that during a da vinci-assisted nephrectomy surgical procedure, the system had error 48245 showing on the system while turning on illuminator. Intuitive surgical, inc. (Isi) technical support engineer (tse) checked the system logs and confirmed the error. The tse informed that the illuminator and lamp module were already replaced. The procedure was completed with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: the reported issue occurred during procedure. The system functionality was checked and the system booted up with no error. The illuminator initially powered on without errors. As this was an intermittent issue, the customer recovered the error to complete the procedure.